Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, more than 8 years have passed since the subject device was delivered. It is likely that the phenomenon occurred due to a temporary contact failure because the socket pins were worn away caused by deterioration over time due to repeated use. Another likely cause is the user made a connection in a state where the endoscope connector was not sufficiently dried, or there was dirt adhered. If the electrical contacts of the connector have a poor connection, communication between the endoscope and the video processor can result in a b30 error. The following is identified within the instruction manual: - before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The unit was tested with multiple scopes and a video processor. The reported problem was not duplicated and an assignable cause could not be determined.

Event description:
A user facility reported to olympus that when scopes were connected, a b30 error was generated. There was no patient injury or harm, associated with the problem, reported to olympus.